Event description:
Following a pump revision procedure in september (see manufacturer¿s report # 3004209178-2014-19681), the patient developed an infection. Perioperative antibiotic ancef was administered. The patient had symptoms of fever, redness, swelling, drainage, pain, and purulent material expressed from the pocket. The primary location of the infection was the device pocket. A culture of the device pocket found ¿staph aureus¿. The patient was treated with IV (intravenous) antibiotics. The pump and catheter were explanted. The patient experienced drug withdrawal symptoms of itching and spasms. The infection resolved. The patient status was reported as ¿alive-no injury¿. The device system was delivering gablofen.

Manufacturer narrative:
Product ID 8731sc, serial# (46), implanted: 2008 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).